Event description:
The customer reported that the top of the touchscreen did not work properly. There was no patient involvement. The customer determined he needed to replace the touchscreen. The customer replaced the touchscreen, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.